Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal connector of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector of the lead was noted to be curved during an implantation procedure. This lead was not implanted and was replaced. No patient complications have been reported as a result of this event.